Manufacturer narrative:
Investigation summary: a complaint of the set being manufactured without a cap on the spike was received from the customer. No product or photo was returned by the customer. The customer complaint of mis-assembly could not be verified due to the product not being returned for failure investigation. A device history record review for model 11448964 lot number 21093273 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the spike from the bd alaris¿ secondary set was missing a cap. There was no report of patient impact. The following information was provided by the initial reporter: "when rn opened the secondary line packaging, noted that the spike (intended to go into the mini-bag) had no cap. It was bare within the packaging and rn touched the spiking part during opening the package. Writer discarded the line and searched the package for the cap, if it had somehow popped off from the tip, but found nothing. It seems the spike part of this secondary line was manufactured without the cap."

Manufacturer narrative:
Investigation summary: a complaint of the set being manufactured without a cap on the spike was received from the customer. No product or photo was returned by the customer. The customer complaint of misassembly could not be verified due to the product not being returned for failure investigation. A device history record review for model 11448964 lot number 21093273 was performed. The search showed that a total of 22,403 units in 1 lot number was built on 15sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the spike from the bd alaris¿ secondary set was missing a cap. There was no report of patient impact. The following information was provided by the initial reporter: "when rn opened the secondary line packaging, noted that the spike (intended to go into the mini-bag) had no cap. It was bare within the packaging and rn touched the spiking part during opening the package. Writer discarded the line and searched the package for the cap, if it had somehow popped off from the tip, but found nothing. It seems the spike part of this secondary line was manufactured without the cap."